Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced less pain relief in the neck due to lead migration that was confirmed via x-ray. No device malfunction was suspected. The patient underwent a lead revision procedure and the patient was doing well postoperatively. The device remains implanted and in use.